Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed due to component. Field service engineer replaced matrix drawer u link to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. It was reported by the customer that the drawer was unable to open, preventing the user from accessing the medication, which resulted in a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.